Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tunneler allegedly fractured. It was further reported that the leaking was observed through a small tear in the material. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the tunneler allegedly fractured. It was further reported that the leaking was observed through a small tear in the material. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port and one catheter were returned for evaluation. Along with returned sample, one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split was noted on the catheter returned, approximately 19.3cm from the proximal portion. The edges of the longitudinal split on the catheter returned were noted to be uneven. The surface cannot be determined as no additional damage was to be caused in area. Upon infusion, a leak was observed from the longitudinal split on the catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.